Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported the activation of the distractor may have fractured the bone. The distractor was removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.